Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent an abutment replacement procedure under general anesthesia on (B)(6) 2026. The implanted device remains.